Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 54 mg/dl and a loss of consciousness. Reportedly, health care professional determined customer's basal rates were too high. Bg was treated with intravenous dextrose solution. Reportedly, customer left the ER 2-1/2 hours later with customer in stable condition (bg 80 mg/dl.)